Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 (time not specified). The patient manages his diabetes with insulin (self adjuster); however, as a result of the alleged issue the patient stated at an unspecified time on (B)(6) 2010, he consumed more food (when he felt his blood glucose was low) and at an unspecified time on (B)(6) 2010 he administered an additional 4 units of insulin. According to the csr's documentation, 72 hours after the alleged issue began, the patient developed symptoms of lightheadedness, feeling tired, and shaky. The patient denied receiving any medical intervention in response to his symptoms. At the time of troubleshooting, the csr verified that the subject meter did not turn on with the power button and /or test strip. The csr noted that the patient was using the correct test strips, there was not misuse of the lfs products, and the battery in the subject meter did not need to be replaced. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.